Event description:
No known error or device problem. Death attributed to embolization of calcified plaque during procedure deemed to be high risk because of pt condition. Myocardial infarction. Complication of rotational arthrectomy.